Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left crossbrace is broken where the bolt goes through the middle of the crossbrace.